Event description:
While placing arterial line in patient, the wire became lodged in the artery. Unable to advance or remove the wire. Consulted with physician from vascular surgery. He was able to remove the wire however, it had unwound and physician said the wire was faulty.